Event description:
Customer reported difficulty in ventilating the patient as well as high airway pressure. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.